Manufacturer narrative:
The date of event was estimated as (B)(6) 2020. The date of implant was estimated as (B)(6) 2016. The UDI is unknown because the part and lot #s were not provided. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the part and lot numbers were not reported. The reported patient effects of myocardial infarction, intimal dissection, occlusion, death, thrombosis, embolism, perforation, and amputation are listed in the omnilink elite instructions for use as known potential patients effects associated with the use of a stent in peripheral arteries and / or biliary tree. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The additional therapy/non-surgical treatment surgical procedure and hospitalization were likely related to case circumstances. Specific information regarding the devices performance is unknown or inaccessible. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional adverse patient effect of death referenced filed under a separate medwatch report#.

Event description:
It was reported through a pmcf report identifying omnilink elite, supera, and absolute pro that may be related to the following: cardiac, myocardial infarction, pulmonary, renal, access site, thrombosis, embolization, target lesion dissection, remote artery dissection, artery perforation, unplanned amputation, any re-treatment, interventional re-treatment, surgical re-treatment, occlusion, death. Specific patient information is documented as unknown. Details are listed in report, titled: omnilink elite pmcf report.